Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2016 it was reported that 7-8 years ago, the patient had a malfunction of the catheter and went through withdrawal. The patient was sleepy and had nausea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.